Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that patient experienced pain at the ipg pocket site. As a result, patient underwent surgical intervention where in the ipg was repositioned deeper. Issue resolved post-operatively.